Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was a call service 064 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/17/2015 with the following findings:. Two call service 064 alarms due to occlusions during the prime step were recorded in the pump's black box. During testing, the pump performed the ezprime steps with no alarms occurring. The pump was exercised for 24 hours on a 1 u/hour basal rate with no alarms occurring. No debris were observed in the cartridge compartment.